Manufacturer narrative:
The customer complaint of ¿channel a: inaccurate flow rate¿ was confirmed. The device was programmed for channel a at a rate of 400 ml/hr with a vtbi of 10 ml on both the primary and secondary line. Channel a actual volume delivered was 18.5 ml. The customer complaint was confirmed. This was found to be caused by a defective mechanism.

Event description:
The event involved a customer report stating that the plum xl3 device experienced channel a: inaccurate flow rate. There was patient involvement and the event occurred during infusion, however, there was no harm and no adverse event.